Event description:
A home patient (hp)'s peritoneal dialysis (pd) nurse contacted baxter's technical service center reporting that there was fluid coming out of the end of the patient line, but prime was not completed on the homechoice (hc) machine yet. The technical service representative (tsr) advised the nurse to raise height of the tubing on organizer and the hp resumed prime. The nurse verified that the unused clamps were closed and in the lowest position in organizer. The nurse would call back if issue occurred again. Fluid was no longer coming out of top of the patient line. During a follow up with the nurse regarding the overprime issue, it was revealed that the issue has been resolved, and the hp has been re-trained. Per nurse, there for no defects on the supplies. The nurse stated that the hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The nurse stated that the hp discards the supplies after therapy, and did not know the lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was from a home patient (hp) who placed the patient connector lower than the heater bag causing it to overprime. The complaint was not confirmed due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.